Event description:
It was reported that bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: a brown particle was found in the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One 50 ml syringe sample received by our quality team for investigation. Through visual inspection, brown particle in the fluid path of syringe is observed. A device history review was performed for lot 2310022, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Unable to perform characterization testing to identify the particle since product was used. Possible root cause is associated with contamination during manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.